Manufacturer narrative:
--

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. The cause of the syncopal episode was not reported. At this time, we are unable to rule out our product involvement.

Event description:
Subsequent information indicates that this device was interrogated and it was determined that the device was functioning properly and there were no arrhythmic events recorded. However, the source of the syncope was not determined.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.